Event description:
3 requests were made to have the pump returned with no response from the customer. Since the pump was not provided, the pump problem is unknown. No actions at this time since the logs were not provided, the pump problem is unknown, and due diligence has been completed.

Event description:
The following has been reported: biomed reported: the concern is how often the pump requires a complete shutdown to clear an alarm. In the 12 months running on 5m/n we never had this many pumps pulled for service or "service alarms". Looking through we have about 24 pulled right now. Just looking for some clarification on why we didn't see this alarm previously in the original 44 pumps. 10/16/24 - biomed emailed serial #, reported: shut off during infusion. Pump stated needed update and then shut itself off. Attempted to restart and reuse, worked for about 1 hr and did the same thing again. Unable to duplicate, cleaned and run test patient without issue. Returned to the floor. A preliminary review identified the following issue: infusion stopped an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.